Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 10. On (B)(6) 2024, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored, due to covid 19 pandemic. In accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements, during a pandemic" published may 2020.

Event description:
The clinician reports, the implant was inserted (B)(6) 2017 in ada 10. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event, the patient experienced: pain and mobility. No further patient complications were reported.